Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported two socket wrench devices were not working properly. One wrench had its wrench teeth worn completely through from use and the second saws handle broke during a simple operation. The patient was not affected. No patient harm. The operation was extended by 20-30 minutes. This report is for the wrench with the broken handle. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4): the device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.